Manufacturer narrative:
A functional check with a mating pinnacle tip found the two mating instruments would not assemble as intended. Visual analysis found the threads damaged. The root cause is inadvertent user error as the threads appear to be cross-threaded. The date code nt0608 indicates the instrument was manufactured in june of 2008 and is over 8 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The impactor threads are cross-threaded.